Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected field: h3 - not returned to manufacturer (was mistakenly selected on the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the other findings include: coupler rust, cable kinks and wrinkles, damage to the video connector, and breakage of switch components: poor switch 3 key feel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head video briefly blinks repeatedly. The issue was found during preparation for use for a unspecified diagnostic procedure. The procedure was completed using a similar device. There was no delay reported. There were no reports of patient harm.